Event description:
It was reported to philips that the tilt movement of the bed board was abnormal on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service recalibrated the tilt potmeter and sensor. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).